Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer head would not interrogate though it was noted that the head's lens was cloudy and that its label was missing its backing. It passed all functional and systems tests.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not interrogate. Both the programmer and the radiofrequency programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.